Manufacturer narrative:
Investigation results: bd was not able to confirm the customer¿s indicated failure mode since no photo nor sample was provided to perform a proper investigation. An investigation on the actual device would be necessary to confirm the reported failure mode. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd ext set 15cm small bore spin nut separated and leaked it was reported that the patient had a cannula with a tailed spiral q pulse attached to it. Two different fluids dripped into the cannula through the q-syte at the same time. The cannula was put in in the evening and its functionality was checked during the evening and night and it worked flawlessly. At night, when we went to the room to take off the second fluid drip as planned, it was noticed that the cannula dressings, the patient's shirt and sheet were heavily wet. The cannula was protected with gauze, so the dressings were dismantled and it was noticed that the q-cyte had completely detached from the cannula and the fluids had been able to leak past the cannula. As a result of the detachment of the q-syte, the cannula no longer worked. As a result of the incident, the patient had to be woken up at night and the cannula removed, as well as change into dry clothes and bed sheets. However, the cannula did not have to be replaced during the night, as enough fluids had already been emitted. Description of the consequence of the incident or a possible consequence for the patient/client or other person delayed hydration, possible risk of infection. Material number: 385151 lot number: 3107967 date of event: 9.12.2025.